Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced a bent cannula due to which he experienced high blood glucose level of 500 mg/dl. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2022, the patient was admitted to the hospital due to high blood glucose level. He had high ketone level which his healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion had been used for less than two days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.